Event description:
When a nurse went to activate the shield, blood splattered in the phlebotomist's face. Baseline tesing was performed. Pt and nurse were tested for infectious agents. Nurse's results for hepatitis were negative. No follow up testing to be performed. No follow up treatment. Appears nurse activated safety shield by pressing against a table top with bevel facing nurse rather than using the appropriate technique of using one's thumb with bevel facing down and away.